Event description:
It was reported that the patient has recently experienced more grand mal seizures since vns implant. The patient's mother believed that this was an increase above the patient's pre-vns baseline frequency. It was reported that the patient is known to have these type of seizures and will have more seizures with stress and illness. The patient had recently undergone vns implant and the device had not yet been programmed on. It was reported that the patient typically has an increase in seizure activity when he is under stress, anxious, or unwell. The patient was seen to program the device on and it was reported that everything went well. It was reported that the neurologist attributed the increase in seizures to the stress of the implant surgery. No additional relevant information has been received to date.